Event description:
It was reported that the device became contaminated. A 1.50mm rotapro catheter was selected for an atherectomy procedure after ballooning. The device was noted to be contaminated during preparation. The procedure was completed with another 1.5mm rotapro catheter. No patient complications were reported, and the patient is expected to fully recover.